Manufacturer narrative:
(B)(4). Per the final complaint statement letter dated march 26, 2012 the plegiox could not be filled on the blood side and when the blood inlet cap was removed, the inner core was found to be filled with blood which resulted in the overpressure leak at the air inlet connection. The work instructions for production were reviewed to determine if a check for blockages/continuity of the core is performed and it was determined that a check existed. The production employees were retrained to perform the check. (B)(4).

Event description:
On (B)(6) 2011, maquet (B)(4) received a complaint regarding blood-water leakage in the tubing plegiox h15460, lot # 70066044. (B)(4).